Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure with farawave ablation catheter, the patient was observed to have a clot in the left atrial appendage (laa) that was not visible during pre-procedure transesophageal echocardiography (tee). Due to this, the procedure was cancelled. The device is not available for return as it has already been disposed.